Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture and tip detachment occurred. Vascular access was gained via the right femoral artery. The 90% ostial and 60% stenosed target lesion was located in the right coronary artery (rca). A 6f non bsc guide catheter engaged in the right coronary artery then a .014mm non bsc guide wire passed through the lesion. The target lesion was pre dilated with a non bsc cutting balloon (14 seconds at 8atm and 19 seconds at 8atm) followed by a 3x15mm non bsc scoring balloon (8 seconds 6atm and 45 seconds 14atm). The lumen improved; however severe disease was noted. A non bsc cutting balloon advanced to the target lesion and was inflated for 25 seconds at 16atm. The non bsc cutting balloon was removed and a 3.5x12mm non bsc stent was deployed in the target lesion for 15 seconds at 16atm. There was significant suboptimal deployment of the stent; a 4.0x12mm non bsc noncompliant balloon catheter advanced to the lesion and was inflated (19 seconds 20atm, 24 seconds 22atm, and 18 seconds 22atm). The balloon catheter was removed then a non bsc balloon catheter advanced to the target lesion and inflated for 29 seconds and ruptured at 26atm on initial inflation. The non bsc balloon catheter was exchanged for a 4.0x12mm nc quantum apex mr balloon catheter. The nc quantum apex balloon catheter was inflated for 43 seconds at 26atm and ruptured on the second inflation of 25 seconds at 26atm. After dilation some improvement was achieved in the lumen, but still continued to suboptimally expand the stent. After inflation the nc quantum apex balloon catheter was pulled back and the catheter tip broke off into the aorta at the right coronary artery cusp. Multiple attempts were made to retrieve the tip and were unsuccessful. The patient started having st elevation in the inferior leads. The patient was intubated and taken to surgery to retrieve the detached tip and coronary artery bypass. Following surgery the patient was placed on a balloon pump. A few days after the case the patient was removed from the balloon pump and was stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).